Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the provided charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the caller was advised on steps to take upon receiving the replacement. There was no backup therapy available, so the caller planned to contact their healthcare provider.